Event description:
It was reported the colonovideoscope showed a totally black screen. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, it is likely that the following caused the malfunction: component failure- leakage/seal, which is a problem caused by an inadequate/broken seal within the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.